Manufacturer narrative:
The xhibit central station (xcs) was received by spacelabs healthcare and evaluated by an equipment service center technician. The technician verified the issue and identified the issue was a result of a faulty fan on the video card. The customer was advised that due to the age of their device and part obsolescence their xcs was no longer repairable, and that they would need to replace the device. Note regarding b4, UDI field: the initial UDI submitted was incorrect. Note regarding h4, manufacture date: the initial MDR had an incorrect manufacture date.

Event description:
The customer reported that while monitoring patients, the xhibit central station (xcs) would occasionally freeze and require a reboot to restore monitoring. The customer requested a return authorization to send the unit in for repair, however at this time, the device has not been received. If additional information is made available, a follow up report will be submitted in accordance with 21 cfr 803.56.